Event description:
Info received states that pump's door platen is bent.

Manufacturer narrative:
Impact bent platen causing the door not to close and pump would not operate. Replaced platen door and assembly.